Event description:
First instance, morphine drip was found by bedside nurse leaking. Tubing was cracked at the maxzero connected to the syringe. Line was changed per protocol by lt immediately. Second instance alaris (care fusion) microbore extension set tubing with 0.2 micron low protein binding filter (product ref # (B)(4)) with crack at female end. This was connected to a needleless connector (max zero). Not able to isolate a lot number for this varoom. This is now the third product found cracked in the same place. See varoom #s (B)(4), both on (B)(6) 2017. All 3 products will be given to risk mgmt for f/u with company. Please send report from company when they are finished with their investigation. No harm done to pt. Milrinone was infusing via this tubing for this pt. Tubing was in-line approx 24 hrs before onto medfusion pump and floor was noted. Third instance. Bedside noticed vecuronium drip tubing cracked at the maxzero connecting to the syringe. Line changed immediately by lt.